Event description:
Electrosurgical unit would not deactivate when surgeon removed finger from button of pencil. Pencil then changed, but problem would not cease. This is the report for pencil #1. Refer to 1720159-1999-00146 for pencil #2.